Event description:
On (B)(6) 2026, a patient reported via email that they underwent a left ankle open reduction and internal fixation (orif) procedure with a medial malleolar stress fracture on (B)(6) 2024. The implanted devices included two ar-8840cl-55 low profile screw (4.0 x 55 mm, cannulated, long thread) and one ar-8840cl-60 low profile screw (4.0 x 60 mm, cannulated, long thread). According to the operative report, a prior total ankle replacement was performed at an external facility, with persistent medial ankle pain and CT confirmation of a non-displaced medial malleolar stress fracture. The operative report indicated no intraoperative complications for the on (B)(6) 2024 procedure. Postoperatively, the patient reported that one of the implanted screws from the on (B)(6) 2024 surgery is causing ankle pain. Additional information was received on 13-may-2026: the patient subsequently underwent two additional surgeries involving the same hardware. During a 2025 revision procedure, the surgeon documented that one screw appeared loose and required tightening. Further intervention was later performed, including removal of the hardware, due to persistent pain and symptoms attributed to the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.